Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4087 52 competitor implantable pacing lead 2005 (B)(6); 0185 competitor implantable defib lead 2005 (B)(6). (B)(4).

Event description:
It was reported that there was an apparent lead fracture in the left ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.